Event description:
It was reported that during an implant procedure, the neuro monitoring noticed that the patients motors decreased below fifty percent and went back up to just below normal. The physician believed this happened when the passing elevator was placed. The physician decided to abort the procedure. The passing elevator was discarded by the hospital.